Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the promus shaft broke into two pieces just proximal to the stent during insertion. The product did not enter the pt, but was on the guide wire and was successfully removed off the guide wire. There were no pt effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
.